Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak caused by a break in tubing between the reservoir and pump. During the procedure it was noticed that the left cylinder ruptured. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders and pump were visually and microscopically examined. One cylinder had a hole near the proximal end of the cylinder body that was a result of input tube wear; a leak was present within the wear. The other cylinder had a hole closest to the proximal end of the cylinder body consistent with explant damage. No leaks were found within the pump but it did not pass activation testing. The reservoir was visually examined and leak tested; no issues were identified. Analysis confirmed the cylinder perforation reported clinically. The cylinder hole and pump issue identified during analysis could have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak caused by a break in tubing between the reservoir and pump. During the procedure it was noticed that the left cylinder ruptured. No patient complications were reported.